Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 21 mos ago. Aneurysm morphology at the time of implant was not reported and the aortic neck measured 22 mm in diameter. It was reported that on a recent CT scan the stent graft was found to have migrated due to a dilated aortic neck measuring 30 mm in diameter 15 mm distal to the renal arteries. The aortic neck also had a 45 degrees angle and it was 15mm in length. A talent aortic cuff was implanted to address the stent graft migration. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: dilated and angulated aortic neck. Migration. Conclusion: dilated and angulated neck. Other: required secondary intervention.